Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump passed the displacement accuracy test. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device delivered insulin without being asked to. Customer's blood glucose was 12.7 mmol/l. Customer mentioned the device had canceled a bolus on its own. Customer wanted the device replaced. Customer agreed to return the device for analysis.